Event description:
On (B)(6) 2024 a patient underwent a transforaminal interbody lumbar fusion from l3-l4 with posterior fixation being placed from l2-l5. On (B)(6) 2024 a revision surgery occurred due to loosening of lock screw at the right l2 level and malpositioning of the right l5 pedicle screw. During the procedure it was also discovered the right l3 lock screw was loose. The left l2 and left l5 pedicle screws were replaced and the loosened lock screws were reinserted and retightened.

Manufacturer narrative:
One lock screw was returned but no radiographs could be provided to confirm he alleged event. Review of the reported event identified the surgeon malplaced the l5 screw requiring revision. The root cause of the event is considered an inadvertent error as the surgeon reportedly malplaced the screw during the index procedure which resulted in rod placement difficulties, cross threading and the subsequent loosening of the lock screws which was reported. No additional investigation required. Label review: "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries... Potential risks identified with the use of this system, which may require additional surgery "warnings, cautions and precautions... The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Method of use - please refer to the surgical technique for this device." "Information - to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com."